Event description:
It was reported that the pt was experiencing a change in therapeutic effect. The symptoms included agitation, self-biting, a slight increase in spasticity, and bedsores. The events began approx one week prior to the report. The pt's last refill was in 2008, and the pt was not due for another refill until the next four months. There was no volume discrepancy at the last refill; expected reservoir volume was 3.9 ml, while the actual reservoir volume was 4.0ml. An x-ray in the following month indicated that the catheter was fractured at the site where it enters the intrathecal space. The pt was admitted to the hosp and a neurosurgeon consult was scheduled to determine a course of action. The concentration and daily dose of baclofen being delivered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Results code used for the catheter.